Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawers and pockets failed and showing not on bus. The field service engineer (fse) found that several drawer u-links were crooked and binding, which prevented the inseparable and drawers from properly sensing the closed position. The fse reseated the row board connectors, adjusted the u-links to eliminate binding and ensure proper sensor engagement, and reseated the retractor bands. After corrections, drawer sensing and bus communication were restored and operation was verified as normal. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not detected on the bus, and multiple components were not communicating with the bus. The customer rebooted the device and attempted recovery; however, the issue persisted. The customer reported that they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.